Event description:
Additional information was received from a patient. It was reported that the patient saw her health care provider (hcp) for an adjustment and it resolved the reported issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer whose indication for use is parkinsonian tremor reported the implant was not working as efficiently as it used to since her knee replacement surgery. The device was turned off for the procedure but since then the patient had not been as comfortable and it had not been covering the same amount as it used too. The patient felt more dyskinesia. When using the programmer to check the device it says on/ok. The patient was seeing the battery on the screen but was not sure if it was the implant battery or programmer battery. This had occurred three months prior, end of (B)(6) 2016. The patient had an appointment scheduled with their healthcare professional on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.